Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA 373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter, "the tubes were not foggy or cloudy. There was no clear distinction between the plasma and the pmbc layer. I would like to add that I have asked the customer regarding the spec on centrifugation and if there has been any changes. She will be able to check that next week. Customer cannot see any visible appearance of pmbc after centrifugation of 4 blood samples (cpt-tube). The tubes come from 2 different patients and they have been in room temperature prior to use. The samples were mixed 8-10 times after being drawn and centrifuged after 10 minutes. No visibility on buffy coat." (B)(4) occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter, "the tubes were not foggy or cloudy. There was no clear distinction between the plasma and the pmbc layer. I would like to add that I have asked the customer regarding the spec on centrifugation and if there has been any changes. She will be able to check that next week. Customer cannot see any visible appearance of pmbc after centrifugation of 4 blood samples (cpt-tube). The tubes come from 2 different patients and they have been in room temperature prior to use. The samples were mixed 8-10 times after being drawn and centrifuged after 10 minutes. No visibility on buffy coat." 4 occurrences were reported.